Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned with its original pouch. The unit returned has tip damage, as part of overall visual revision. The device has its distal tip kinked approximately at 257 cm from its proximal end. Outer diameter of the distal tip, middle and the proximal section of the device were within specification; however, the overall length could not be performed due to the distal tip kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. Bsc ID: (B)(4).

Event description:
It was reported that guide wire fracture occurred. A 035/260/3mm amplatz super stiff¿ guide wire was selected for use. However, during unpacking, it was noted that the wire was fractured close to the curved end. The device was never used inside the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. A 035/260/3mm amplatz super stiff¿ guide wire was selected for use. However, during unpacking, it was noted that the wire was fractured close to the curved end. The device was never used inside the patient. No patient complications were reported.